Event description:
It was reported that during placing the left ventricular (lv) electrode the guidewire showed difficulties in navigation. Due to replacing the wire, the wire stuck inside the electrode. In order to pull out the wire it showed serious damages. It was not possible to remove the wire from the electrode. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead was observed to have blood ingression. The proximal conductor and distal conductor of the lead were obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. Blood dried and it appears the guidewire became stuck in the lumen. When traction was applied, the guidewire unraveled.